Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged burning smell,sinus issues,nausea,headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 02 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging of burning smell, sinus issues ,nausea ,headache. There is no allegation of serious or permanent harm or injury. Operational testing showed that the unit powered up and provided air flow. No unusual noise or odor was observed during operational testing. Philips investigation lab observed dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port, an unknown residue contamination, possibly from a removed label, on the top enclosure and on the rear panel, a slight unknown white crusty type of contamination at the air input of the blower box at the filter area. Philips investigation lab observed a white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor, indicating potential water ingress. A fine white (dust like) contamination on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake. Philips investigation lab observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460v01 and was unable confirm the presence of degraded sound abatement foam. Manufacturer confirmed the presence of dust-like contamination, inconsistent with degraded sound abatement foam, on/in the device. Manufacturer found evidence of potential water ingress into the blower box. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that he is unable to confirm the presence of degraded sound abatement foam and confirmed there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer is unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.